Event description:
It was reported that during the procedure, when the catheter was removed following an attempted lead placement that all of the black radio-opaque marker was completely absent from the catheter revealing the underlying mesh. All that material was assumed to be intravascular. The catheter was removed and another catheter was used without problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the lead delivery catheter was returned, analyzed and the mechanical operation of the catheter shaft was separated from the hub. It was noted that the mechanical operation of the catheter shaft was bent and the visual summary analysis of the catheter was damaged at implant. (B)(4).